Event description:
During routine testing, the user found that the unit would turn on with nothing but a blank screen. There was no pt involved. The problem was traced to the mother board assembly. The specific fault was not identified. The assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.